Manufacturer narrative:
The adhesive pad was not returned with the device. Inspection of the adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. The soft cannula was observed to be stretched leading to a tear spanning into the internal portion of the soft cannula. It is unknown when or how the cannula damage occurred. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours on the arm. As treatment a new pod was placed. The device was originally reported for failure to adhere.